Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received an additional information on 05/18/2023 that the device was serviced by third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. The device's event log was reviewed by the service center and no error code found. Mandatory section has been updated.